Event description:
It was reported that oversensing of crosstalk and farfield r-waves resulted in an inappropriate shock. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.